Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beep without cassette attached. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. This device has not been serviced in the past 12 months. No problem was found in event log, the reported problem of double beeping was duplicated. Performed an occlusion test and downstream occlusion (dso) sensor failed. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.